Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system generated high sodium (na), potassium (k), chloride (cl) and carbon dioxide (co2) results on two (2) patient samples. Customer reported that the results were reported outside the laboratory. Customer reported that when the medical staff questioned the results, the samples were repeated on another dxci in the laboratory and the results were amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that there was some yellow discoloration at the na reference electrode and line 27. Customer reported that they were not using bec cleaning solutions as recommended by bec. Customer reported that they were not running quality control for ion selective electrolytes every 8 hours as recommended by bec. Bec field service engineer (fse) found debris in the electrolyte injection cup (eic) and sample probe wash collar. The fse replaced the parts, cleaned the flowcell and replaced the cl tip. The fse verified performance.

Manufacturer narrative:
Evaluation - results: wash collar.